Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, malfunction code was resettable, pump was identified as out of warranty, and technical support completed field correction acknowledgement form on behalf of customer.